Event description:
It was reported that, after a thr had been performed on (B)(6) 2012, for the past two years the patient started experiencing numbness and pain in both legs and feet, and have mobility problems in the right hip. On (B)(6) 2023, underwent blood test exams and it was detected with high chromium and cobalt levels in his blood, also MRI results showed issues. A revision surgery was performed on (B)(6) 2023 to address this adverse event, in which a bhr resurfacing femoral head 52mm and a 58mm bhr acetabular cup were exchanged. Current health status of patient is good, but still recovering.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6. It was reported that a right hip revision surgery was performed due to numbness, pain, mobility problems, and high chromium and cobalt levels in blood. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and the head, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The provided lab report confirms the elevated cobalt (70.9 ¿g/l); however, without the supporting operative reports, lab/pathology results, medical imaging, and/or the analysis of the explanted components, a clinical root cause of the reported events cannot be confirmed. The patient impact is the reported revision and postoperative convalescence period. It is reported the patient was recovering. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.